Manufacturer narrative:
The technician replaced the brake steer caster to resolve the issue.

Event description:
The technician alleged that the brake caster would rotate when the bed is pushed on the side. No pt impact.